Event description:
Boston scientific received information that this patient's chronic transvenous left ventricular (lv) lead was not functioning. It is suspected that the lead dislodged when the patient had a left ventricular assist device (lvad) placed.

Manufacturer narrative:
No adverse patient effects have been reported as a result of this observation. This chronic lv lead was surgically capped and abandoned when the patient's device was replaced, due to normal battery depletion. This event will be updated if any additional information becomes available.